Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During our posterior t9-pelvis posterior fusion using expedium 5.5, we had a short t20 poly driver break. The surgeon was placing the right s1 7.5x50, first on power using a stryker large power, and then manually using a ratchet t-handle to insert the screw the last 7-10mm. From a complete stop, the surgeon tried to start inserting the screw when we heard a snap. We thought it was the ratchet in the t-handle so we took it off and tried another one. The screwdriver spun and that's when we knew the tip of the screwdriver sheared off. The surgeon removed the driver and confirmed the that the tip did in fact shear off and secure itself in the head of the screw. The screw was in its final position and the surgeon tried to get out the broken tip with no success. He made the conscious decision to leave the broken tip in the head of the bone screw, which would be held in place securely by the rod which is held in place by the set screw. The tip of the screwdriver remained in the patient and will main in the exact spot we left it. The patient was unharmed by this incident at the time of the procedure.

Manufacturer narrative:
One (1) expedium si polyaxial screwdriver [product code: 6983-27-038] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report indicated plastic deformation at the hexlobes of the driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for polyaxial screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report indicated plastic deformation at the hexlobes of the driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.